Event description:
The following information was provided: surgeon did revision of right stryker pressfit cr femur and baseplate after 1 year out of surgery - surgeon did not perform the primary surgery just the revision and wants to send back femoral component. He believes not enough bone growth was on the femur. There appears to be some growth on the femur from the pictures I received. Additional information provided: surgeon would like investigation results. As reported by hospital management: I included the tibia so you can see there is bone growth. The femur has some too. The patient is a year or so out. The surgeon wanted to send it back to stryker because he felt it did not have enough bone growth on the femur.